Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the faulty circuit board could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated. During device evaluation, the customer reported issue was not able to be duplicated however, review of fault log revealed the error 400 ref 26 showed nine times, this error generated if a turis electrode is attached and activated without a saline solution being present, or there is an electrode connection fault. Furthermore, during testing found the id3 # (B)(4) failed due to faulty ID board. After using the reference test ID board, the unit passed the functional tests and 2 hours burn-in test. The current software is (B)(4) need to upgrade to (B)(4). The housing has multiple minor scratches, the bottom case has small dent at corner left side can use as is. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, the device exhibited error message error 400 26 check irrigation error. User shutdown the device multiple times and device keeps throwing an alarm sound. The issue found during an unknown event. Tac (technical assistance center) support engineer advised the user to sent in the device for evaluation. There is no patient involvement associated on this reported event. No user injury reported.